Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 128 mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference was outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.